Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit failed pressure transducer test and safety valve test. Further investigation revealed that the expiratory valve coil was defective. Issue resolved by replacing the defective part and unit was handed over to customer in working condition. However,no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting.

Event description:
Manufacturer's ref. #: (B)(4).